Manufacturer narrative:
D6a: implant date is estimated to have occurred in 2014.

Event description:
It was reported, the device was unable to connect to remote monitoring using rf telemetry. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating a cybersecurity upgrade was performed to resolve the event. The patient was stable.